Manufacturer narrative:
The insulin pump was received with a ghosting display due to faulty lcd driver and failed self-test due to ghosting display. No missing segments or partial display noted. The insulin pump was programmed with correct time and date; the time clock advances properly and no time clock anomaly noted. However, all operating currents are within specification and the insulin pump passed a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of issues with the customer's insulin pump. The wife states the customer's pump had partial display. The customer's blood glucose level was either 254mg/dl or 245mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.